Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "device which shows complete rupture". Later healthcare professional reported "prosthetic rupture" and "capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "device which shows complete rupture". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.